Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle broke off in the consumer's belly during the insulin injection. The following information was provided by the initial reporter, translated from portuguese: "needle is bent, and broke during use inside the belly. Use for insulin application... Was there any harm to the health of the patient or the professional who handled the material? No. Was there a need for medical intervention? No. Customer contacted informing that it is the fifth needle with deviation. The syringes are bent and once when applying the syringe it got stuck in the belly, the client was unable to inform the date, but yesterday, (B)(6), another syringe was identified with a deviation .(bent)."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed. H3 other text : see h10.

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle broke off in the consumer's belly during the insulin injection. The following information was provided by the initial reporter, translated from portuguese: "needle is bent, and broke during use inside the belly. Use for insulin application. Was there any harm to the health of the patient or the professional who handled the material? No. Was there a need for medical intervention? No. Customer contacted informing that it is the fifth needle with deviation. The syringes are bent and once when applying the syringe it got stuck in the belly, the client was unable to inform the date, but yesterday, 7/9, another syringe was identified with a deviation (bent)."